Event description:
Therapeutic paracentesis being performed by physician. When catheter removed after obtaining 4800 cc of acidic fluid, part of catheter was sheared off & remained in abdominal cavity. Xray confirmed that approx. 15 cm of radiopaque catheter was left in the abdomen.